Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, lot#: n269745011, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-aug-2012, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 30-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2019. It was reported a catheter revision was scheduled for (B)(6) 2019. No symptoms were reported. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics or troubleshooting were performed. Patient weight and medical history were asked but unknown. The issue was resolved. Patient status was alive -no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. There was no issue with the catheter or pump. The catheter was aspirated successfully and confirmed to be intrathecal. The pump was replaced due to normal elective replacement indicator (eri). This issue has been resolved.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The revision occurred on (B)(6). The hcp was able to aspirate the catheter and determined there was no issue with the catheter. However, upon speaking with the patient during pre-op she reported having issues with her pump recently including withdrawal symptoms. The pump was replaced and will be returned for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse dilaudid 6.0 mg/ml; 1.7592 mg/day and bupivacaine 25.3 mg/ml; 7.418 mg/day. If information is provided in the future, a supplemental report will be issued.